Event description:
During an incident in 2003 involving a patient in cardiac arrest, CPR was started, the defibrillator connected and the unit analyzed "no shock indicated" 4 times and then detected a shockable rhythm and began to charge, but shut down during the charge. The battery was replaced and the unit again shut down during the charge. CPR was initiated and als was requested. Als took over patient care during which time the patient fluctuated between fine vib and asystole. The patient was transported to a hospital where patient was pronounced in the ER. The initial complaint was that "patient fell down" and was upgraded to unconscious en-route. Upon arrival, the patient was found with no pulse and no respiration. The crew states the batteries were checked at the start of tour.